Event description:
It was reported that patient experienced diaphragmatic stim lead. The physicial attempted to reposition the lead but he was not able to. A new lead was added which ended the diaphragmatic stimulation. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.